Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He traced the failure to the damaged compressor of the cooling system. The device was taken out of service. Corrective actions are in place for this issue.

Event description:
Livanova (B)(4) received a report that during priming the heater-cooler 3t triggered the fuses when turned on. There was no patient involvement.